Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020. (B)(4). S/w 4.10d. P-cap locked in place properly during testing. Unit passed displacement test properly. However, unit received with partially detached retainer, cracked reservoir tube lip and cracked keypad at select button.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.